Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level ranged from 187 - 243 mg/dl. A bolus was delivered via the pump to address the bg level. Tandem technical support had the customer perform a system check and the occlusion alarm did not recur. The customer was to changed the cartridge and use a cartridge from a new box..